Manufacturer narrative:
Insulin pump received with intermittent up arrow button due to corroded keypad trace. Unit had broken belt clip slot, cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.